Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the part associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirm the customer-reported complaint. Visual inspection displayed no signs of physical damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument grasped and released without any issues on multiple attempts. The instrument was fully functional. There was no problem detected. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to use conditions, including misuse of the product and recognition issues.

Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. A return material authorization (RMA) has been issues for the instrument, but it has not yet been received for failure analysis investigation. A follow-up MDR will be submitted if additional information is obtained. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. The force bipolar instrument was last used on (B)(6) 2023 on system (B)(6) with 5 lives remaining.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia procedure, there was tissue was getting caught into the pulley behind the jaws of the 8mm force bipolar instrument. The torn tissue was repaired by being pulled into the vloc (wound closure device made by victorian lyric opera company) and closed over the mesh. No tissue was excised. There was minimal bleeding and cautery was used to stop the bleeding. There was procedure delay due to instrument swap to backup instrument. The surgeon believed that the event was due to instrument malfunction. The procedure was completed robotically.